Event description:
It was reported that during a da vinci si hysterectomy procedure, one of the jaws of the pk dissecting forceps instrument stopped closing. A bedside assistant reportedly noticed that an insulated yellow piece on the instrument's wrist and on the same side of the non-working jaw was missing. According to the initial reporter, the instrument was working fine for most of the case and it was unknown if the missing fragment was present prior to the start of the surgical procedure. The initial reporter indicated that the surgical procedure was converted to open surgical techniques for other issues not related to the reported instrument issue. The initial reporter also indicated that no pieces were seen or retrieved from the patient's abdomen after surgical procedure was converted to open surgical techniques. The surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned to intuitive surgical inc. (Isi) and evaluated. Per the customer reported complaint, failure analysis (fa) found that one conductor wire was broken at the yaw pulley exit. The wire was detached from the connection at the grip and there were signs of a char mark. Fa also found a piece of the yaw pulley broken off the opposite side of the broken conductor wire. The broken fragment was not returned with the instrument. The missing piece measured roughly about 0.280 x .0.042. There was some signs of a char mark at the base of the grip, likely from the broken conductor. There were also some visible scratches on the surface of the distal pulley. Fa also found that the distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Isi has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. On (B)(4) 2013, isi contacted the initial reporter of this complaint. The initial reporter indicated that the surgical procedure was converted to open surgical techniques since the patient had excessive bleeding, a very large fibroid, and a prior c-section. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013. No system errors were found to have occurred during the reported surgical procedure. Based on the information provided, this complaint is being reported due to the following conclusion: evaluation of the instrument revealed a missing/broken off fragment from the yaw pulley.